Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported to integra that on (B)(6) 2018, a (B)(6) female patient with chiari malformation underwent a suboccipital craniectomy. The patient slipped out and had a 3 cm laceration on the left side of the skull and the surgeon stapled the laceration back together. The surgeon proceeded the surgery with a horseshoe headrest. Additional information indicated that the patient was pinned with a1072 adult skull pins first, rolled onto the bed and attached the skull clamp to the frame. It was also reported that there was a distinct movement of the patient¿s head in a downward direction and the surgery was stopped. The length of time the product was in use before the event occurred was about 10 to 15 minutes. There was an approximately twenty (20) minutes surgery delay due to the product problem.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and it has passed all specific functional testing requirements. When unit is properly positioned and put under pressure unit did not slip. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. Device history records reviewed shows no abnormalities related to the reported failure. The device manufactured during this period passed all required inspections points. The complaint reported cannot be confirmed; no issues observed. Root cause is not determined at this time.

Manufacturer narrative:
Sus voluntary event report (foi for manufacturers)- mw5076458 was received on 24apr2018 indicating that the patient was placed in a mayfield skull clamps and the a1072 mayfield skull pins loosened causing the patient's head to slip down during surgery. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The device history review showed no non conformances for the given lot of the a1072. Root cause is not determined at this time.